Event description:
It was reported a revision was performed on the cup for unspecified reasons.

Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. The associated revision was performed on non smith and nephew products. Please therefore disregard this report.